Event description:
It was reported that the monitors could not display images. This could cause the system to become usable due to the inability to display live images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.